Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the unicel dxi 800 access instrument. The accu tni result was 10.98ng/ml. It is unknown if the result was reported out of the lab. On the next day, the customer re-tested the pt original sample for accu tni. The repeated accu tni result was 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.